Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, grounding pad errors were observed on the erbe generator when the customer tried to connect the grounding pad. The surgeon was placing ports at the time of the call but had not docked the patient side cart (psc). Prior to calling for troubleshooting assistance, the surgical staff repositioned and replaced the grounding pad, but the issue persisted. The robotics coordinator indicated the patient was properly prepped and verified the surgical staff was using an approved grounding pad (covidien e7507). The grounding pad was tested on the robotics coordinator's forearm and pressure was applied, but the grounding pad indicator on the erbe would not change from red to green. The customer tried a third grounding pad, and power cycled the erbe with no change. The customer did not have a force triad or the force triad energy activation cable to connect the force triad to the vision side cart (vsc). The technical support engineer (tse) found no related iesu faults reported by the system upon review of the onsite logs. The procedure was converted to laparoscopic surgery with no report of patient harm or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the laparoscopic portion of the case went well. The patient was fine post-procedure. The system initially powered on with no errors. The customer was unable to provide patient demographic information. No further information was available.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed during the field evaluation. The fse indicated the grounding port on the erbe was intermittent, and the erbe was replaced. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. The reported failure was not confirmed. The unit was placed on an in-house system and was ran in normal mode. The unit energized and cauterized and all ports recognized instruments. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.